Manufacturer narrative:
Olympus keymed investigation completed. Conclusion of the investigation found that the castor suffered a brittle fracture failure caused by metal fatigue. Olympus keymed life testing paramenters is 10 years. This was exceeded by this component (14 years).

Manufacturer narrative:
Olympus keymed have requested the return of the castor for further investigation. Photo provided by olympus (B)(4) indicates that the bolt on the castor has sheared. No report of injury to patient or user.

Event description:
The doctor at the facility leaned onto the wm-np1 workstation. One of the castors on the workstation broke off.